Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that seven months post implant, the implantable cardioverter defibrillator (ICD) system was removed due to an infection. Vegetation was noted on the right ventricular (rv) lead, the tip was cut and sent for culture. The organism was identified as (B)(6). No further patient complications have been reported as a result of this event.